Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) displayed unknown ua (user advisory) error message" was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported event. The root cause for the reported issue was due the patient not oriented on the autopulse platform correctly or the patient has shifted during compression due to user error. Upon visual inspection, noticed that the load plate cover was defected with hole that affects the watertight seal, unrelated to the reported complaint. The load plate cover needs to be replaced to remedy the issue. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of multiple ua07 (discrepancy between load1 and load2 too large) error message on the customer reported event date. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. Shoulder restraint to mitigate patient movement and press restart to clear the ua. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during patient use, the autopulse platform (sn (B)(4)) displayed unknown ua (user advisory) error message. No known impact or consequence to patient information was available.